Event description:
Based on additional information received on 05-dec- 2017, the case was upgraded to serious as important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns (B)(6) year female patient who received treatment with synvisc one and later after unknown latency had pain and tenderness in the right knee and swelling in right knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2022). On an unknown date in 2017, after unknown latency, patient had increased pain, swelling and tenderness in the right knee. Action taken: unknown corrective treatment: not reported for pain and tenderness in the right knee and swelling in right knee outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4), an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 05-dec-2017 and 18-dec-2017 (both the information was processed together with clock start date of (B)(6) 2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 5-dec-2017: this case concerns a patient who received synvisc one from the recalled lot and later had pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to he product cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns an 62 year female patient who received treatment with synvisc one and later after unknown latency had pain and tenderness in the right knee, increase pain and swelling in right knee, knee edema. Also device malfunction was identified for the reported lot number. The patient had history of hyperlipidemia, pulmonary embolism, hypertension, hyperlipidemia, gerd (gastrooesophageal reflux disease), dvt (deep vein thrombosis), arthritis, anemia. The patient was allergic to codeine and penicillin (reaction: hives, swelling). Concomitant medications included zolpidem tartrate (zolpidem), acetylsalicylic acid (aspirin), gliclazide (diazide), fluticasone, atorvastatin calcium (lipitor), tramadol hydrochloride (tramadol) and montelukast. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at the dose of 6ml once (batch/lot number: 7rsl021; expiry date: 31-may-2022) for knee pain. On the same day, the patient had increased pain/tenderness and swelling in the right knee (knee edema). It was reported that the patient was given methylprednisolone (medrol) dose pack on (B)(6) 2017. On (B)(6) 2017, the patient was given meloxicam (mobic) 7.5. On the same day, the patient recovered from events corrective treatment: methylprednisolone (medrol) and meloxicam (mobic) for pain and tenderness in the right knee, increase pain and swelling in right knee, knee edema outcome: unknown for device malfunction; recovered for rest of the events reporter causality: related for swelling, tenderness, increase pain; not reported for device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50890 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, pain and tenderness in the right knee, increase pain and swelling in right knee, knee edema additional information was received on (B)(6) 2017 and (B)(6) 2017 (both the information was processed together with clock start date of (B)(6) 2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from a healthcare professional. Information on the patient's medical history, past drugs, concomitant medications was updated. The suspect drug's dose, frequency, indication therapy date was added. The event term of pain and tenderness in the right knee was updated to pain and tenderness in the right knee, increase pain and the event term of swelling in right knee was updated to swelling in right knee, knee edema, seriousness was updated for both events, corrective treatment was added for both and outcome was updated from unknown to recovered. Pharmacovigilance comment: sanofi company comment follow up dated 27-feb-2018: follow up information received, does not change previous case assessment. This case concerns a patient who received synvisc one from the recalled lot and later had pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of teh events to he product cannot be excluded